Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the black pulse wire was open in the trunk cable connector. The cause of the check therapy pad messages is the open wire in the trunk cable connector. The root cause of the open wire was unable to be positively determined, but was likely the result of excessive force. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report several check therapy electrode pad messages. The patient was issued a replacement electrode belt.